Event description:
It was reported that an effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device was deployed but not released. Three partial recaptures were done; however, after the third partial recapture the patient's vital signs became unstable. They swept for an effusion which was confirmed and the patient developed cardiac tamponade. A pericardiocentesis was urgently performed. The patient stabilized after being given protamine but declined shortly after. A ventricular support device was placed in the right and left side of the heart. CPR and defibrillation was required. A large clot formed in the pericardial sac which required a subxiphoid incision and two drains inserted into the pericardium. There was still flow noted leaving the appendage by tee. A sternotomy was performed and two atrial clips were placed on the appendage to stop the bleeding. The patient stabilized and the chest was closed. The laa closure procedure was not completed. It was further reported that the feet of the device perforating the appendage was the suspected cause of the pericardial effusion. The patient was discharged to rehabilitation on (B)(6) 2020.

Event description:
It was reported that an effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device was deployed but not released. Three partial recaptures were done; however, after the third partial recapture the patient's vital signs became unstable. They swept for an effusion which was confirmed and the patient developed cardiac tamponade. A pericardiocentesis was urgently performed. The patient stabilized after being given protamine but declined shortly after. A ventricular support device was placed in the right and left side of the heart. CPR and defibrillation was required. A large clot formed in the pericardial sac which required a subxiphoid incision and two drains inserted into the pericardium. There was still flow noted leaving the appendage by tee. A sternotomy was performed and two atrial clips were placed on the appendage to stop the bleeding. The patient stabilized and the chest was closed. The laa closure procedure was not completed.